Event description:
Report received from the USA stating that the device was "heating up" during testing prior to surgery. No delays occurred. The event was not related to surgery. A spare device, an emax2, was available for use. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent.